Event description:
After afib ablation procedure with a vizigo the patient experienced embolism. It was reported that after an afib ablation procedure with qdot micro catheter and a vizigo sheath, the patient experienced embolism. The physician¿s opinion on the cause of this adverse event was that when using the vizigo sheath, air got inside which led to the adverse event. But they don't know. Post procedural care was provided to treat embolism. The outcome of the adverse event was reported as fully recovered (no residual effects). The force sensing ablation catheter used was qdot micro. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were max distance change 3 mm, minimum time 3s, force overtime 25%, and minimum force 3 g. The additional filter used with visitag was respiratory adjustments. The color option prospectively used was ablation index. A ngen generator and ngen pump were used for the procedure. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).